Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 129 mg/dl. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with an e70 alarm present in the alarm history screen and an unexpected motor error alarm during rewind due to encoder signal out of phase. Unable to perform a21 error test due to constant motor error alarms also, unable to verify excessive no delivery alarms, empty reservoir alarm feature and low reservoir feature due to constant motor error alarms. However the operating currents are within specifications and passed displacement test, self-test, off no power test, basic occlusion test and prime test. No unexpected check settings alarms noted during our testing. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.